Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "turn off" was confirmed. Additionally, the device alarmed system error 345 during evaluation. Review of the event history log revealed an improper shutdown message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery contact pins and upstream thermistor failure respectively. The rear case and the ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off. This was observed during device power up in the emergency room. There was no patient involvement. No additional information is available.